Event description:
Nurse programmed pump to start levophed gtt (drops). Everything was set up appropriately and once the tubing was placed into the channel and the door was closed the gtt was going wide open instead of the set rate that was programmed. As a result, the patient's blood pressure was as high as sbp 248, nirpride started and pt then became hypotensive requiring fluid. Pump taken out of room and tagged do not use. Pt admitted from operating room (or), levophed needed for hypotension. Once it was started, pt became hypertensive and required nipride and thus became hypotensive. Patient's blood pressure labile for the remainder of the shift along with the following shift. Physician aware and took pt back to or where he was reopened and removed 3.5l from chest. Carefusion/bd corp, infusion controller, model # 8015. Carefusion/bd corp. Pump module, model# 8100.